Event description:
A male pt underwent peripheral angiography on (B)(6) 2013. Teflon coating on shaft of the wire sheared off during removal of the silverhawk device. No piece of the device could be seen in the pt, it is believed to be inside of a device. Procedure was completed with complaint device. No resistance was encountered during removal. The wire was being removed through a sheath and there was no kinking noted. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Pt code: no consequences to the pt were reported. Device code: separates is not labeled. The device was returned in an open condition. This device is purchased from a vendor. It is inspected per quality control specifications which verifies the length and correct spiral holder. An examination of the returned device did note that two sections approx 3-5 mm in length of the polymer jacket are missing. Note: the green section of the teflon coating the blue section at the distal tip is a polymer jacket. Both missing sections appear to have been scraped off possibly when passing through a sheath or other device. The root cause is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk assessement, there is insufficient risk to warrant risk reduction activities.